Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Interrogation of the pump revealed it was used to infuse lioresal; however it was initially reported that the pump contained lionova at the time of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2018-jan-04. It was reported that the logs were not available. The pump was implanted in 2013 but there was no accurate date. It was noted that elective replacement indicator (eri) was at 36 months at explant/replacement on (B)(6)2017. The patient experienced increased general spasticity related to the motor stall. The patient was doing "much better" after the pump replacement with soft muscles in the lower extremities. There was still some spasticity in the right hand's wrist when going home, which was addressed with a new increase of daily dose. The drug in the new pump was reported to be lionova 2000 mcg/ml at a dose of 200 mcg/day. No contributing factors to the stall were identified. It was indicated the pump would be returned. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving lionova (2000 mcg/ml at 180 mcg/day) via an implantable pump for an unknown indication for use. It was reported motor stall occurred. The patient heard the alarm on (B)(6) 2017. The patient was admitted on (B)(6) 2017 for replacement, as there was no motor stall recovery. The pump was replaced with a new synchromed ii on (B)(6) 2017. The patient was sent home on (B)(6) 2017 in a habitual state. There were no reported symptoms. No further complications were reported or anticipated. The patient's medical history included spastic paraplegia and asperger's syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the correct drug was lionova.